Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and being reviewed by technical support. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has a user interface issue. The screen suddenly turned black and display restarted automatically then it started from the language selection screen where all data disappeared like alarm history, profile & trend data etc. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10. Result of investigation: exact root cause not established. It is most likely that the epc is causing the issue. The user interface controller has suddenly restarted itself. As the cfb was still running (as expected) the user interface software run into a ui failsafe situation during the start-up procedure. This is visible with the error log entry at 23:17:42 (system time) "an exception of type 'system.reflection. Targetinvocationexception' occurred and was caught.". Prior to that, a "content not found" message with the text "name - single vent û° cockpit" has been logged. As expected, the machine displayed the ui failsafe screen (message "bellavista detected a user interface issue") and activated the buzzer alarm, while the ventilation continued to run with the last applied settings. The root cause for the automatic restart of the epc is unknown. From a risk perspective, the machine has acted as expected: it reacted on a defect of the user interface controller system (epc) by keeping the ventilation running with the last applied settings and alarming with high priority (visually and acoustically).